Event description:
Information received from an attorney at law indicated that a defective equipment used during their client's operation caused a misdiagnosis of an infection, and unnecessary treatment. The details reveal that a blood collection (serum) tube was used to collect fluid from the hip for microbiological purposes. This is an off label use of this device. The intended use for the identified blood collection tube is serum determination in chemistry and serology.

Manufacturer narrative:
The information provided indicates that there was an off label use of the device. A complaint history review was performed for the lot number provided and this is the first recorded complaint against this lot. Batch volume: one million, seven hundred and twelve (1,712,000) tubes. A device history review was performed and there were no documentation with regards to any quality issues noted during the manufacturing process. This product is sterilized to an sal of 10-3 by gamma irradiation using cobalt 60 isotope. A review of all corresponding dose audit tests for this product for the year 2007 were acceptable. Regulatory compliance will continue to monitor this lot.